Manufacturer narrative:
Pump received with missing retainer, reservoir tube o-ring missing,scratched case, case cracked behind the pump near the battery compartment, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the back of the battery compartment. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.